Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient's pulse generator revealed over-sensed noise resulting in inappropriate automated mode switch (ams) episodes on the right atrial (ra) lead. No intervention was performed and the patient was in a stable condition.